Manufacturer narrative:
Due to indication of breakage, it was determined that this event is reportable.

Event description:
Device broke during surgery. A back-up device was successfuly used. There were no patient injuries.